Event description:
It was reported by service report that the mattress is ripped. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Mattress. Replacement mattress sent to customer.